Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: deep cleaned mechanisms. Functional check complete. Intermittent loud noises coming from cartridge load points. Random sticking or sped up sounds during infusion. Send to depot for repair. Received at depot. Confirmed pump problem. Preliminary investigation: mechanical hardware failure (sticky loading pins) pump will be repaired by the (B)(6) service team. No pump return. Opened pump deep cleaned. Sticky pins due to soil build up. Clean pins and mechanism. Replaced lip seals. Pump placed in bring up mode and sent to the test line. Passed all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18.30 and (B)(6) 2026. Failed heratherm pump problem pulled logs and sent for review. Valve 2 slow close fail. Needs new pneumatics. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and (B)(6) 2026. Failed heratherm pump problem send back for log file review and investigation. Sent logs to ivenix support for analysis (B)(6) 2026 ~ 13:50 jb. Mechanical hardware failure (av sticky valve) issue. Loaded into heratherm @ 16:00 and (B)(6) 2026. Pulled from heratherm @ 04:00 (B)(6) 2026. Pump threw minor pump problem while completing 12 hr run send back for log file review and investigation. Logs reviewed at (B)(6) repair depot. Preliminary investigation: environment_monitoring_failure. Replaced ambient sensor board. Pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 04:00 (B)(6) 2026. Failed heratherm pump problem send back for log file review and investigation. Logs reviewed at (B)(6) repair depot. Preliminary investigation: active_valve_motor_failure. Replaced and greased resistor motor. Pump placed in bring up mode and sent to the test line. Failed valve home test. Replaced fva motor. Sent back to test line. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 17:00 and (B)(6) 2026. Passed heratherm pulled @ 05:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6) server. Return to service. Software update complete. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.